Manufacturer narrative:
Concomitant medical devices: a 1000ml bag b.braun, ref (B)(4), lot j5s165, exp 06/18, 5% dextrose and 0.4% sodium chloride injection usp; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that 1l of d5 and 1/2 ns intended to infuse at 25ml/h was noted to be empty after 6 hours. The patient showed unspecified "signs of fluid overload" and was intubated and transferred to a higher level of care.

Manufacturer narrative:
Concomitant products: 1000ml bag b.braun, ref l6120, lot j5s165, exp 06/18, 5% dextrose and 0.4% sodium chloride injection usp, td (B)(6) 2016. The customer¿s experience of an overinfusion was not confirmed. The pcu event log showed that at 9:57 pm on (B)(6) 2016 the device was programmed to infuse d5 1/2ns + kcl 40meq/l at 25ml/hr with a vtbi of 100ml. At 11:48 pm, the vtbi was changed to 100ml. At 2:20 am on (B)(6) 2016, the vtbi was changed to 100ml. At 5:23 am, the infusion was paused, and then a delay for 15 minutes was programed. At 5:26 am, the delay was cancelled and the infusion was started. The device then alarmed for fluid side occlusion and the infusion was paused. At 5:33 am, the infusion was restarted. At 5:55 am, the infusion was paused, and then restarted.at 6:31 am, the primary infusion completed and the device transitioned to kvo at 5ml/hr. The vtbi was changed to 50ml. At 7:13 am, the infusion was paused, then a delay for 90 minutes was programmed. At 9:31 am, the device alarmed for callback before infusion. At 9:32 am, power down all channels was selected from the options menu, and the system was powered off. The volume recorded as being infused during this period is 226.693ml. No anomalies were observed on the source pump module. Functional testing found the pump module to be delivering fluid within specification. The primary set was received with a cut observed in the silicone tubing of the primary set¿s pumping segment at the lower fitment, however there was no report of fluid leaking during the reported infusion. The root cause of an overinfusion was not identified.